Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity related to a temperature issue. During a visual inspection of the pump, the battery compartment was observed to be cracked. No evidence of moisture ingress was found. The pump was powered on and exercised for 24 hours with no duplicated temperature issues or call service alarms. Current draws measured within specifications. The pump case was removed, and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump battery compartment was damaged. The temperature issue allegedly caused physical harm to the skin; however, medical intervention was not required. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.